Event description:
It was reported that the customer had an issue with no delivery alarms on the insulin pump. Customer stated that the issue happens sporadically and it happens about once a month. Customer was transferred for assistance with test strips. Customer does not have the pump with him. Customer does not want to return the set or the reservoir. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.